Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis device decontaminated with cidex-opa pending further device testing to support the final product analysis findings. The device returned with the external slider and back-end wheel in the home positions. A gap of 1.2mm was present between the taper tip and graft cover which is over specification (= 1mm). A kink was evident to the hypotube 21.5cm from the luer port. A fracture was seen to the proximal end of the screw gear threads at the same location as the kink to the hypotube. A fracture was also evident to the back-end. The two fractures caused a detachment to a back-end component. The returned shelf carton and product tray were inspected with creases noted to the shelf carton and a bend noted to the product tray. The shelf carton and product tray were lined up with the tray location as it would be if loaded inside the shelf carton. The creases to the shelf carton and the bend to the product tray were noted to be at the same approximate locations. The device was loaded into the product tray with the fracture to the screw gear and kink to the hypotube were noted to be at the same location as the bend to the product tray. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft bifurcate device was attempted to be implanted for an endovascular treatment of a 70mm abdominal aortic aneurysm .it was reported that upon opening and peeling the device the surgical tech noticed the device was broken and had some loose pieces in its package.  It was noted that the box the device came in was not damaged. There was a small impression/crease line well above where device was broken. The device was not suitable for implant and the next available size up (esbf2814c103e) was implanted in its place.  As per the physician the cause of the event is unknown.  No sequelae were reported and the patient is fine.